Manufacturer narrative:
The event(s) occurred over the last few months prior to the report date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least three (3) exactamix 1000ml eva tpn bags were leaking from the middle spike port. This occurred during setup, prior to the use of the port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between august 07, 2018 - august 09, 2018. Five (5) devices were received for evaluation. The bags were cut at top where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a spike port cap leak from the base of the spike port of all five samples. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.